Event description:
No new event information has been received.

Manufacturer narrative:
Investigation ¿ evaluation. The device was not returned for investigation. A document based investigation was performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, quality control data, and specifications. A review of the device history record found no non-conformances. A review of complaint history records revealed two other complaints associated with the complaint device lot number. All three complaints are from the same customer and have the same description. Two of the three devices were returned and were found to have been damaged during use, causing the reported issue. The investigation of this complaint was based on the findings from the investigation of those linked complaint devices. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Investigation of the two devices from the linked complaints found that both devices would not fully close and that the basket wires were damaged. All devices are inspected multiple times for damage and proper functioning during manufacturing and quality control checks. Based on the deformed baskets, it appears the devices experience an excessive force during use that subsequently prevented the baskets from closing completely. The IFU contains a precaution not to use excessive force or device damage may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The damage was not major and the complaint investigator was able to restore proper device function by adjusting the location of the basket subassembly inside the handle, but that is not an operation that the customer would be expected to perform. Based on the available information from the investigation of the other related devices, it was concluded the most likely cause for the issue was that the user inadvertently applied too much force to the device, causing damage that prevented the basket from closing completely. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). Concomitant medical products: wolf cobra endoscope. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a ureteroscopy procedure for stones in the ureter and kidney, the ncircle delta wire tipless stone extractor could not be closed completely. A little part is still visible. They can work with that and the surgery ended successfully, but it seems it did not work correctly when they closed it. The hospital will not share private patient information. The patient did not experience any adverse effects due to this occurrence.

Event description:
There are 2 other reported complaints associated with this complaint device lot number. The reported issue for all 3 complaints is, the device could not be closed completely. Reference patient identifier (B)(6) and patient identifier (B)(6).

Manufacturer narrative:
H6:ec conclusions code desc, and desc 2. Investigation/evaluation: update: a review of complaint history, records two other complaints associated with the complaint device lot number. Linked complaints, patient identifier (B)(6) (2 devices, returned) and patient identifier (B)(6) (1 device, not returned). Investigation of the returned devices did not determine that any manufacturing related issue occurred that would indicate a possible issue with other devices in the lot. Update: two devices of the same lot from the cook sales representatives' stock that were reported to not fully close were returned. (Reference patient identifier (B)(6)) investigation of those 2 devices confirmed they did not fully close. Damage from an unknown source was observed to the basket wires of both devices. The cause for the damage could not be determined. It is possible the damage that affected the basket wires also affected the ability of the basket to fully close. The investigation of the 2 other devices from this lot did not determine a conclusive cause that could applied to the device for this complaint. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.